Event description:
It was reported that the PICC had rupture in 2 places close to the zero mark, after its introduction and correct progression as reported by the hospital. The hospital points out that the product was tested before insertion and there was no breakage.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4284 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had rupture in 2 places close to the zero mark, after its introduction and correct progression as reported by the hospital. The hospital points out that the product was tested before insertion and there was no breakage.